Event description:
Blood glucose results of 9.9 and 13.9 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodoloy, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: it was reported that the pt ate 30 minutes before testing.